Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the clips were crossing. The case was completed with another device of the same product code. There were no patient consequences reported. The device was discarded.